Event description:
It was reported that during a procedure, the tip broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The quality investigation is complete. Device discarded.